Manufacturer narrative:
Despite due diligent attempts made to obtain additional information and for product return, no additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number 33198, 33199, 33200 and 33201 for additional event within the same article. The dates of the events are unknown; however, the article was received for publication on 10th of january 2022. Therefore, the date the article was received for publication was used as the occurrence date. The subject devices are not available for evaluation as they remain implanted. Article citation: kermen s, strella j, aupart a, espitalier f, aupart m, bernard a, bourguignon t. Durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria. Jtcvs open. 2022 may 29;11:72 80. Doi: 10.1016/j.xjon.2022.05.008. Pmid: 36172410; pmcid: pmc9510819. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria", the following was identified involving edwards devices: a patient with a valve model 3300tfx implanted in aortic position experienced severe structural valve deterioration (svd) after an implant duration no longer than ten (10) years.